Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. Visual inspection was performed with no defects noted. The device would not power on; the cause of this was an inoperative central processing unit. To correct the condition, the printed circuit board assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have an inoperative central processing unit board. There was no patient involvement. No additional information is available.